Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 31, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 4114, 4210, 4315). The affected sample was not returned; however, a video was provided that showed a male connector attached to the sparger end of the unit and fluid was leaking. The retention sample from the same lot number was obtained. A male connector was placed on the sparger end of the sample and deionized water was run through the sample. No leaks were noted from the connection. Without the actual device returned, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during set-up there was a leakage from the plastic connector. As per the subsidiary, it looks as the connection is not secured well when line is locked. No patient involvement. Product was changed out. Procedure was completed successfully.